Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to laboratory results using an unknown method. At 7:49 am, the meter result was 3.5 inr and at 9:03 am the laboratory result was 2.62 inr. On (B)(6) 2018, at 7:28 am, the meter result was 3.9 inr and at 8:31 am the laboratory result was 2.85 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 281241) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
No product was returned for investigation. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer returned the test strips. The test strips and strip vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification.